Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached 290 mg/dl. For treatment, checked the site and was trying to stop the bleeding. The pod was worn between 24 and 36 hours on the abdomen. The patient was discharged after 15 minutes.